Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient¿s stiffness, tightness, pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. (Concomitant medical products) concomitant device(s): 300-30-06, (B)(4) - equinoxe preserve stem 6mm. 300-10-45, (B)(4) - equinoxe replicator plate 4.5mm o/s. 300-20-02, (B)(4) - equinox square torque define screw drive kit. 310-01-50, (B)(4) - equinoxe, humeral head short, 50mm (beta).

Event description:
Approximately 6 months postop the initial l tsa, this (B)(6) y/o male patient the reason for the revision was that the patient¿s left shoulder was very stiff and tight, mark believes it is due to primary capsulitis (frozen shoulder). Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.